Manufacturer narrative:
A definitive root cause could not be determined with the information provided. No adverse event was reported.

Event description:
The customer alleged they received a questionable n-terminal pro b-type natriuretic peptide (pbnp) result for one patient on their e411 analyzer. The patient's initial pbnp result was 12.21 pg/ml. On (B)(6) 2013, the initial result was reported outside the laboratory. The physician questioned the result and the sample was repeated. The repeat result was 1368 pg/ml. The customer did not mention the presence of foam on the sample. There was no death due to the discrepant result. The customer would not provide any information on whether the patient was adversely affected by this event. The pbnp reagent lot number was 173210 and the expiration date was 11/29/2014.

Manufacturer narrative:
This event occurred in (B)(6).